Event description:
The customer reported that the cannula was bent when the infusion set was removed, but the insulin pump never gave her a no delivery alarm. The customer reported two bent cannulas in the past couple of days that have caused high blood glucose levels. The customer declined troubleshooting at the time of the call due to not having enough supplies. Advised the customer to call back for troubleshooting at her convenience. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.